Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received failed battery error. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had issues and act button was not always responsive, had to press it multiple times and diminished battery life to one time in week sometimes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with button error alarm and had unresponsive esc and act buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test and displacement test or verify battery out limit, failed battery test alarms due to unresponsive button. (B)(4).